Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: a software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the maxillary balloon could not be tracked while testing of ent application. It displayed a faulted when plugged in. Plugging the instrument into different ports and opening another maxillary did not resolve the issue. There was no patient present when the issue occurred.